Manufacturer narrative:
Based on the information provided, the customer did not accept the service quote and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the battery failed. There was no patient involvement.